Event description:
Literature article: lin z, et al. Symptom responses, long-term outcomes and adverse events beyond 3 years of high-frequency gastric electrical stimulation for gastroparesis. Neurogastroenterol motil 2006; 18:18-27. The study included 55 pts with refractory gastroparesis implanted with a gastric electrical stimulation (ges) system for at least 3 years who underwent ges implantation from april 1999 to oct. 2001. One pt died from aspiration pneumonia nine months after surgery. It was reported the cause of death was unrelated to the ges therapy; the pt died of non-pacemaker related complications.

Manufacturer narrative:
This report is being submitted following an internal audit.